Event description:
Developed airborne allergy to latex using latex gloves at work. Now rptr cannot be in the same bldg where latex is present without going into anaphylaxis. (Ie respiratory arrest with angioedema, and severe facial swelling). Rptr has been treated in ER approx 20 times with ventolin inhaler, sub-q epinephrine, and im/IV solumedrol, benadryl and tagamet.